Manufacturer narrative:
The heights of the convex zero-p va implants are based on theoretical points and do not exactly match the etched sizes at all points. It is unlikely that the surgeon would know what reference points are used to measure the height of the zero-p va implants. All trials are undersized with respect to the implants they are intended to represent. No information was supplied regarding surgical technique. Inspection data from this lot confirms parts are in specification. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that during a procedure on an unknown date, the wrong size of cage was received. Surgeon measured the device as being 5mm instead of 6mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.